Event description:
A customer site in (B)(6) filed a complaint alleging that discrepant results were generated with the cobas egfr mutation test, batch s06809. The customer tested two samples on (B)(6) 2013 and they both detected exon 20 insertions. They reran these two samples and the repeated results did not detect exon 20 insertions. This MDR is being filed for sample 1. MDR 2243471-2014-00002 is filed for sample 2. The associated us product is (B)(4) .

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).